Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation; the stent delivery system could be flushed and a 0.035 stiff guidewire advanced freely through the delivery system. The stent was still loaded in the delivery catheter and the sheath was elongated indicating high release force which leads to confirmed results for failure to deploy and material deformation. Also, provided photo shows the stent still loaded in the catheter. The device was reportedly flushed, a 0.035" guidewire was used, there was no tortuosity/calcification and the lesion was pre-dilated. The elongation of the sheath as seen on the complaint sample indicates that high deployment forces were used during deployment attempt. Based on the provided information and the evaluation of the returned sampled, the investigation is closed with confirmed results for failure to deploy and material deformation. The intended placement of the device in the mesenteric artery represent off-label use. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "a super stiff guide wire is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure"; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Regarding indications for use, the instructions for use states "for use in the iliac and femoral arteries". H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the superior mesenteric artery, the surgeon revealed resistance while delivering the stent over the guide wire. It was further reported that after being reached the desired site, when the stent was straightened and retracted, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.